Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) touch screen was not working when pressed. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (telephone number).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions). Getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the touch screen cannot be pressed. They removed the touch screen to check the different cable terminals, and after putting it back, the touch screen worked again. Device passed the performance and safety checks according to factory specifications.